Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) proximal seal came out of the delivery system. A new device is issued, the operation is completed without any problems, and there are no problems with the patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/22/2023. An investigation was conducted on 07/05/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The aortic cutter was observed to be deployed with no defects observed. The blue slide lock of the delivery device was observed to be off, allowing the white plunger to be depressed. The seal and tension spring assembly was observed to be fully deployed in the delivery tube. The seal and tension spring assembly was removed from the delivery tube with no visual or physical difficulties. The seal and tension assembly was observed to be intact with no visual defects. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.22 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000274509 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They pressed the white plunger button and pulled it out, but the proximal seal did not deploy. A new device is issued, the operation is completed without any problems, and there are no problems with the patient.